Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery and had no power without warning. The customer 's blood glucose level was unknown at the time of incident. The customer reported that he tested the battery after taking out from the insulin pump which was good. The customer reported that he changed the battery to a new one but the insulin pump alarmed again low battery. Troubleshooting was performed for off no power issue. The customer has changed the new battery cap and reported no cracks inside the battery compartment. Troubleshooting did not resolve the issue. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery power loss anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.